Event description:
It was reported that the device was not working and the procedure had to be rescheduled. The patient received anesthesia prior to the rescheduling of the procedure. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.

Event description:
It was reported that the device was not working and the procedure had to be rescheduled. It is unknown if the patient had received any anesthesia prior to the rescheduling of the procedure. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The reported event that the device was not working was duplicated and confirmed by the product technician. During functional testing, the electrode failed to coagulate the test substrate during the coagulation test and the impedance was high. A definite root cause could not be determined, the device was scrapped at the manufacturer.

Manufacturer narrative:
Correction per new information received on (B)(4) 2014 to indicate that the patient received anesthesia prior to the rescheduling of the procedure. A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the device was not working and the procedure had to be rescheduled. The patient received anesthesia prior to the rescheduling of the procedure. No medical intervention and no adverse consequences were reported with this event.